Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years following the implant of this transcatheter bioprosthetic valve, thrombus on the leaflets of the valve resulting in leaflet dysfunction was reported. A non-medtronic transcatheter bioprosthetic valve was implanted valve in valve. Anticoagulants were used. The patient was not reported to have any blood disorders. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. The pathogenesis of thrombosis is generally related to three (3) factors: injury, abnormal blood flow, and hypercoagulability. Given the reported information, there is no evidence that any injury had occurred. Thus, hypercoagulability and abnormal blood flow are the two more likely factors that impacted the formation of thrombosis in this valve. Hypercoagulability is generally related to pre-existing patient conditions. Risk factors that may increase hypercoagulability include advanced age, immobilization, inflammation, obesity, diabetes, hormonal replacement therapy, hemolytic anemias, and others. In this case, the patient was not reported to have any blood disorders. The patient's last three inr levels were 0.87, 0.97, and 0.88. Abnormal blood flow, the other likely factor in the formation of the thrombus, may also be related to patient factors such as atrial fibrillation and left ventricular dysfunction that may cause turbulent flow or areas of stasis. Abnormal blood flow can also occur if the valve is unable to fully open and close as designed (reduced leaflet mobility), leading to blood stasis in the cusps of the leaflets. The transcatheter aortic valve (tav) has been studied for optimal in-vitro performance based on optimal placement. In-vivo misaligned placement can lead to leaflet mobility. To properly place the device, the tissue valve region is placed supra-annular, as this reduces the effect that the shape of the existing anatomy has on leaflet movement and allows for the greatest orifice area. If the valve is implanted in sub optimal position, the tissue valve region can sit in contact with the anatomy, and will distort to the existing shape of the valve. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown. Accurate positioning of the valve is generally related to user technique, and does not indicate a malfunction of the tav. It is known that thrombus formation may lead to decreased leaflet mobility leading to coaptation issues, valve stenosis and high gradient, among others, which might had occurred in this event, as it was reported. Thrombus is a known adverse patient effect per the IFU. This event does not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.